Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product: guide wire: sion, sion blue; guide catheter: profit 6fr (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery with moderate tortuosity and moderate calcification that was (B)(4) stenosed. Resistance was not felt during advancement of the 2.25 x 15 mm trek rx balloon dilatation catheter (bdc) to the lesion for pre-dilatation and it crossed successfully. The balloon ruptured during the first inflation at 14 atmospheres held for 10 seconds. A non-abbott bdc was used for pre-dilatation. The procedure was completed after a xience alpine stent was implanted and post-dilated. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.